Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the battery was depleting too quickly and an inaccurate fill estimate was received. Customer's blood glucose level was 371 mg/dl. Reportedly, the customer changed pump supplies to resolve issue and declined to provide additional information with tandem technical support.